Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues with recharging their implantable neurostimulator (ins). The patient stated that while they recharged their ins last night, it discharges faster than expected. The patient also mentioned that the controller displayed 100% but it only charged their ins to 25%. The patient noted that it took a day and a half to achieve a 50% ins charge. The patient also stated seeing the message 'system problem rm04' during the recharge process and mentioned that they attempted multiple resets without success. Agent had patient reset the controller. The patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger (rtm) pins. Agent had patient connect the recharger and start the ins recharge session. The patient confirmed that the controller battery was 100% and implant was 40% with recharging excellent. The patient also confirmed that the charging speed was set to 4. For the event date, patient stated for a couple of months. Agent reviewed information and advised the patient to continue recharging their implant and monitor. Additional information was received from the patient on (B)(6) 2025. The patient stated that they charged the ins for 2 hours and the ins only incremented from 40 to 50% despite excellent quality; the patient (pt) said the controller depleted while charging the ins. Agent sent request to repair to replace controller. Pt claimed that there was also an issue with the 'belt' (recharger) as when they walk around, they have gotten the error message they have previously reported. Agent reviewed issue was linked to controller and to call back if issue persists.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and mentioned that they have received the controller, however, there's no shipping label included in the box. Agent sent a request to repair to send shipping label.